Event description:
It was reported to bsc/target that the physician was beginning to access the aneurysm and with minimal manipulation, the coil prematurely detached from the pusher wire before the cables were attached. The coil was retrieved with a snare.